Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (relevant medical history), (brand name), (model, catalog, lot number, expiration date, and UDI number), (implant date), (concomitant medical products: #11 scalpel, introducer, j-wire, dilator, sheath), (date received by the manufacturer and PMA/510(k) number), (manufacturing date), (evaluation codes). Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes hypercoagulopathy with recurrent thrombophlebitis. Under fluoroscopic control, the trapease ivc filter was placed at the l2 vertebral body. A venocavogram verified the device placement was centered one vertebral body below the renal veins. The procedure was said to be successful and the patient tolerated the procedure well, leaving the operating room in stable condition. The filter subsequently malfunctioned and caused injury and damages including, but not limited to shortness of breath, chest pain, numbness in extremities, impaired cognitive function, abdominal pain, dvt, filter tilt, clogged filter. Per the patient profile form (ppf), the patient reports tilt, blood clots, clotting, and/or occlusion of the ivc. The patient also reports anxiety, continual sob, swelling and pain in lower extremities/abdomen. The patient was hospitalized for 3-weeks and had a thrombolysis and angioplasty performed, but the physician was unable to completely clear the occlusion. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, shortness of breath, numbness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, chest pain, numbness in extremities, impaired cognitive function, abdominal pain, dvt, filter tilt, clogged filter. The following additional information was received per medical records: the patient had a medical history of hypercoagulopathy with recurrent thrombophlebitis. Under fluoroscopic control, the trapease ivc filter was placed at the l2 vertebral body. A vena cavogram verified the device placement was centered one vertebral body below the renal veins. The procedure was said to be successful and the patient tolerated the procedure well, leaving the operating room in stable condition. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 6 years and 9 months post implantation. The patient reports tilt, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from anxiety. The patient also reports the filter is occluded and has created continual sob, swelling and pain in lower extremities/abdomen. The patient was hospitalized for 3-weeks and had a thrombolysis and angioplasty performed, but the physician was unable to completely clear the occlusion.

Manufacturer narrative:
The exact implant date is unknown; stated to be on or about (B)(6) 2012. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal brief, the patient underwent placement of an unknown inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, chest pain, numbness in extremities, impaired cognitive function, abdominal pain, dvt, filter tilt, clogged filter. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Chest pain, shortness of breath, cognitive function impairment and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, chest pain, numbness in extremities, impaired cognitive function, abdominal pain, dvt, filter tilt, clogged filter.